Event description:
It was reported while testing with bd phoenix¿ nid a patient isolate was misidentified as shigella. Follow up serological testing at a state laboratory confirmed that the isolate was not shilgella. There was no report of any impact to patients or treatment.

Manufacturer narrative:
H6: investigation summary: this complaint is for misidentification of escherichia coli when using phoenix panel nid (catalog number 448007) batch number 3213166. The customer returned phoenix generated lab reports, an isolate and panels for the investigation. The lab report shows a patient isolate identified as shigella spp. When using the complaint batch. The isolate was verified as e. Coli with bruker maldi biotyper. To investigate, three customer returned panels from complaint batch 3213166 were tested using customer returned isolate e. Coli 9344149 on a phoenix m50 machine and evaluated for identification results. In addition, two control panels from the same material but different batch were inoculated with customer returned isolate e. Coli 9344149 on a phoenix m50 machine and evaluated for identification results. All five panels identified the isolate as e. Coli; therefore, this complaint is not confirmed for misidentification. The batch history record was satisfactory, and no quality notifications were generated during manufacturing and inspection. A review of complaints revealed no additional complaints on complaint batch 3213166. Complaint trending was performed, and no trends were identified associated with this defect. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing with bd phoenix¿ nid a patient isolate was misidentified as shigella. Follow up serological testing at a state laboratory confirmed that the isolate was not shilgella. There was no report of any impact to patients or treatment.